Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: lot: aar113, mfg: 01/27/2008, exp: 01/31/2013. Lot: abe770, mfg: 02/13/2008, exp: 01/31/2013. Lot: ace025, mfg: 03/10/2008, exp: 01/31/2013.